Manufacturer narrative:
Radiographs received depicted a disassociated set screw at the left s1 pedicle. No product information or explants have not been received. DHR review and product investigation cannot be completed, as the device remains in-situ. No revision date is planned as the doctor elects to continue to monitor. It was reported the patient sustained a fall. The patient's anatomical condition and its affects on the stability of the construct are unknown contributing factors. Review of labeling notes. Labeling, warnings and precautions: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock. Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activity. The root cause is unknown, but the patient's fall may have caused or contributed to the event.

Event description:
Follow-up exam CT scans showed the left set screw loose and detached at s1. Patient is asymptomatic. Patient admittedly sustained a fall prior to this event. Surgeon has elected to monitor patient.